Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years post implant of composix kugel mesh, patient was diagnosed with bowel obstruction, adhesions, pain, and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "mesh was tangled with small bowel." The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jun-2007) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: 19-dec-2008 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device #1). Per operative notes, "the sac was dissected out from surrounding structures and excised. A medium composix kugel mesh (device #1) was placed through the hernia defect and tacked in place." (B)(6) 2016 - patient was diagnosed with small bowel obstruction and adhesions thereby underwent open repair with the explant of mesh (device #1). Per operative notes, "the mesh (device #1) was tangled with small bowel and extensive adhesions had formed. A loop of bowel had internal herniation. Lysis of adhesions was performed and mesh removed. The loops of bowel were released and fascia was closed." (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of xenmatrix ab (device #2). Per operative notes, "the previous scar of the incisional hernia was removed. The entire defect was seen and incarcerated intestine was pushed inside the abdominal cavity. Flaps were made on both sides. A xenmatrix ab (device #2) was put on top of the defect and secured with sutures." Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, mesh removal and revision within a year of implant constant constipation.